Manufacturer narrative:
Additional / clarifying information was received on (B)(6) 2020, which confirmed that the implant coil detached entirely within the target treatment site and remains implanted in the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The microcatheter and implant were not returned. No remnants of the implant were still attached. The introducer was found to be in good condition and without damage. Folding was noted at the distal strain relief of the delivery pusher. Additionally, there was a kink in the pusher just distal to the introducer tubing on the pusher. An supplied image from the field displays only the pusher with no implant present as well. The complaint indicated that part of the implant was still attached to the pusher; the customer supplied image and the physical evaluation of the returned device did not find any part of the implant to be attached to the pusher. The implant was not returned. The inspection of the heater coil section of the pusher found no evidence of activation using a detachment controller. The investigation could not confirm the condition or circumstances that led to the separation of the implant, but it is consistent with the implant experiencing tensile forces that exceeded the strength of the attachment monofilament. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that treatment was performed for a type 1 endoleak. After placement of 5 embolization coils, the 6th coil unexpectedly detached during repositioning. There was no reported patient injury or additional intervention.